Event description:
Caller reports that during a correlation study the following coaguchek s/coaguchek xs results were obtained: patient 1) 1.6 inr/2.1 inr. Patient 2) 1.3 inr/1.8 inr. Patient 3) 1.7 inr/2.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Patient 3: hematocrit: 34.7%. No other patient information provided. This medwatch is for suspect device in coaguchek xs system. Caller did not report which strip lot produced specific results.